Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 54 mm diameter abdominal aortic aneurysm and dissection of unknown length. It was reported that the patient presented emergently with abdominal pain. CT scan and blood test were performed; a possible infection was revealed. An emergent procedure was done the next day. The stent graft was explanted and the aorta was occluded after axillo-bifemoral bypass was done. No synthetic vessel was sewn in. The event was resolved. Per the physician, the cause of the event was possibly due to patient being on dialysis and the patient was susceptible to virus. It was noted that the patient was on dialysis for reasons unrelated to a medtronic device. No additional clinical sequelae were reported and the patient is fine.